Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined, and the following was observed: liner expanded as designed. Distal tip opened but torn, along the horizontal score line. Sheath hdpe stretched at distal tip along the horizontal score line. All score lines were present at the distal tip. Some scratches noted along hdpe. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to'withdraw the delivery system. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) procedural factors (improper tip expansion) likely contributed to the event as distal tip was torn. Calcification can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, which can increase resistance during the advancement of the delivery system and tear the tip. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A product risk assessment (pra) and corrective action (CAPA) were previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra and CAPA remain the same. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit with no manufacturing non-conformance or new risk identified. As the complaint did not exceed the pra and CAPA re-escalation threshold and no pra/ CAPA update is required, no further action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, when the valve exited the sheath, the distal tip was torn. No resistance was felt during the insertion of the sheath into the patient or the commander into the sheath. The procedure was successfully completed and there were no difficulties during the withdrawal of devices. The patient was noted as to be doing well and the result of the procedure was perfect with no patient injury.